Manufacturer narrative:
A serious injury has been alleged against the cycler machine. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 2937457-2014-00528 and 17173747-2014-99937.

Event description:
A peritoneal dialysis pt reported in (B)(6) 2013, he had developed peritonitis. A follow up call was placed to the patient's peritoneal dialysis nurse. The nurse reported the patient was diagnosed with peritonitis on (B)(6) 2013. There was no indication of a break in aseptic technique and a review of disposable complaints did not reveal a related leak. Medical records were received from the pt's peritoneal dialysis clinic. The pt was sent to the emergency room from the clinic on (B)(6) 2013, for abdominal pain. At the emergency room a work-up was done. The pt was treated with intra-peritoneal antibiotics fortaz and vancomycin and he was also given morphine via a pca pump for pain management. On the patient's second day in the hospital he developed an episode of hypoxic respiratory failure and an altered level of consciousness. The pt was treated with narcan and transferred to the intensive care unit. The pt developed a fever, and his antibiotics were changed to gentamicin subsequently improved. It was noted the pt developed an ileus most likely from the peritonitis, and a nasal gastric tube was placed until the pt had a bowel movement. The pt was discharged from the hospital on (B)(6) 2013, in stable condition on gentamicin 40 mg daily intra-peritoneal for 14 days. The patient's peritoneal fluid was noted to be clear on (B)(6) 2013 at a visit to the clinic. The physician suspects the peritonitis was caused by the patient's bowel.